Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that the vns patient was admitted to the emergency room that day because the patient pulled a portion of the lead body through his skin. The implanting surgeon saw the patient and about 3 centimeters of the lead was extruding from the patient;s neck, including a lead tie-down. The surgeon thoroughly cleaned and treated the lead and site and then tucked the lead back under the skin since device diagnostics were within normal limits and the lead looked completely intact.